Event description:
The libre 3 plus sensor is giving too low reading which woke me up from sleep 4 times during the night. I checked the reading with a conventional poke type glucose monitor and the reading was 40 points higher and in normal range. This happened on two other sensors. I pay for this sensor out of pocket. The dealer (heb pharmacy) or abbott did not inform of the issue. I reported the problem to abbott and they said they would replace the sensors. I called back after two weeks and then they replaced it. Patient: 4582. Device: 2460. Reference report: mw5181320, mw5181322.